Manufacturer narrative:
The reporter's product was requested for investigation, and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. The reporter's meter and remaining test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr, qc 2: 5.3 inr, qc 3: 5.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 1.8%. Occupation is lay user/patient.

Event description:
The initial reporter stated he received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 12:40 p.m., a sample from the patient was tested using the meter, resulting with a value of 6.4 inr. The patient did not believe this result, so he tested again. At 12:44 p.m., a sample from the patient was tested using the meter, resulting with a value of 1.9 inr. The patient's therapeutic range is 1.9 - 2.5 inr. The patient's testing frequency is once every two weeks.